Event description:
It was reported that the cartridge was not fitting properly on the pump. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support guided the customer to inspect and clean the pump, leading to successful reloading of the cartridge and resumption of insulin therapy.